Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. A lead revision procedure was scheduled, and diagnostic imaging was performed. The imaging revealed that there was a suspected cardiac perforation, and a computed tomography (CT) scan was performed to confirm the perforation. The revision procedure was not performed at this time and the patient was stable and will continue to be monitored.